Manufacturer narrative:
The hill-rom technician found the head casters, foot section steer caster, and the brake supports were inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the head casters, foot section steer caster, and the brake supports to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).